Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report and was informed that during an endoscopic retrograde pancreatography (ercp) procedure, the patient went into respiratory arrest. The procedure was stopped and the patient was resuscitated and a CT-scan was performed. The patient was said to have suffered an air embolism in inferior vena cava (ivc). The patient was returned to the procedure room after her condition was said to be stable. The intended procedure was completed using the same set of equipment. The patient was said to have been discharged from the hospital after four or five days from the admittance date. The patient was reportedly doing well. The endoscope and the light source was returned to olympus for evaluation. The evaluation on the endoscope revealed that the air/water flow was within standard. The endoscope passed the air/water leak test. There were no sharp or jagged edges noted on the distal tip and insertion tube. There were minor scratches found on the distal end cover, and minor cracks on the bending section cover glue. The instrument channel and suction channel wall were examined using a borescope and found no damage. The endoscope was tested using the user facility's light source and olympus' test video processor and found no problem with the endoscope. The device was serviced and was returned to the user facility. The cause of the patient's outcome could not be conclusively determined, as there was no malfunction found with the scope contributory to the reported event. This report is being submitted as an MDR in an abundance of caution. Cross reference MFR report# 8010047-2011-00070.

Event description:
The user facility inquired how to check the air pressure on a light source and scope, as the users experienced what they believe was an air embolism in the patient. The user facility was advised to return the light source and the endoscope used during the procedure for evaluation.